Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the rv coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 1882tc, st jude competitor lead, implanted: (B)(6) 2010. (B)(4).